Manufacturer narrative:
Investigation results: based on the reported complaint and the visual analysis, this is a case where the seal did not load properly. The reported failure was confirmed. (B) (4).

Event description:
The hospital left a phone message with the maquet account manager that during a coronary artery bypass procedure, one heartstring seal misfired. On (B) (6) 2009: account manager followed-up that this was a seal did not load properly. The procedure was completed using a replacement device. The hospital did not report any pt effect.